Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13708. The pt reported she has not used her scs system in over 2 years. The pt stated the sys was not addressing her pain even after multiple attempts of reprogramming. The pt also reported she is currently experiencing pain at her ipg site. The pt would like her scs sys explanted. It was noted the pt is tentatively scheduled to meet with her physician at a later date.